Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that several pyxis units were not displaying medications that were confirmed to be in stock. Multiple devices across different floors were affected, and each floor was missing different medications from their respective pyxis units. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not showing medication in stocks. A technical support specialist (tss) checked the server (es 1.11) and found no visible issues with message receipt or processing. Confirmed that devices were not in critical override. Restarted external communication and inbound processing services to ensure stable. The system functioned as intended after the technical support specialist troubleshot the device.